Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced insulin flow block alarm event on 18 mar 2026. Patient reported insulin doesn't exits the tubing with plunger push confirming blockage is in the tubing.